Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. Analysis of the device memory indicated the battery impedance value was beyond the expected upper range. This device was included in that field action, but returned product testing found the device did perform as described in the field action.  (B)(4).

Event description:
The device was returned to the manufacturer after being explanted and replaced due to normal battery depletion. The device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event

Manufacturer narrative:
Correction: death box was incorrectly checked.